Event description:
Boston scientific received information that this product was part of a system infection. Intravenous antibiotics were prescribed. Initial would cultures were negative. There were no additional adverse effects reported.

Event description:
As the infection persisted, three months later, a system revision was performed. This device was removed.

Manufacturer narrative:
According to available information, this system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.